Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient needed their implant off for an ultrasound they were having on (B)(6) 2018. They didn¿t know if the ultrasound was related to the device or not. They turned the stimulation off that night, but wanted to turn it back on. Using the patient programmer, they found the therapy was set to program 4 at 0.0 volts (v) and was off. They turned it on, changed to program 3, and increased the stimulation to 0.2, where they were going to monitor their symptoms. On (B)(6) 2018, the patient reported they were using the bathroom so much and wanted to increase the amplitude. They increased to 0.4 v, but didn¿t feel stimulation. After increasing to 0.5 v, they were feeling it in their leg so they wanted to lower it. They stated that they thought the device was affecting their leg and wanted the implant removed. They lowered it to 0.4 v and was going to leave it there because they didn¿t feel it in their leg as much. Healthcare professional (hcp) responded to a letter. Additional information received from a health care provider (hcp) who said the stimulation in the leg has been resolved, but the patient is going to have their implantable neurostimulator (ins) removed; surgery has been scheduled. No further patient complications have been reported as a result of this event.